Manufacturer narrative:
(B)(4). This is a report of use error in which a damaged and potentially contaminated solution bag was used. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to use the solution supply bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient punctured a solution bag when opening the box. The patient taped up the puncture and used the bag despite the puncture. The technical service representative assisted the patient to end therapy and reviewed proper procedure and aseptic technique with them. The patient will start over with new bags and cassette to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.